Manufacturer narrative:
Unit powered up properly after battery installation. Unit received with operating currents within specification; however, unit received with corroded battery tube. No low battery alerts, weak battery alarms, battery out limit alarms or failed battery test noted. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test; however, unable to prime unit during prime/delivery test due to faulty forced sensor resistor. Unit received with cracked case at display window corners. Unit received with minor scratches on lcd window. (B)(4).

Event description:
Customer reported via phone call that the battery compartment and battery cap was corroded and battery cap had to be tightened in a certain way for insulin pump to turn on. As a result, insulin pump received a low battery alarm, weak battery alarm and battery out limit alarm. Customer's blood glucose was unknown. Customer declined troubleshooting. Customer was advised that insulin pump would need to be replaced.